Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient tripped on a box at the post office and at that time they noticed a return of pain. Impedances were checked at 0.7v. With reference 0 all values were greater than 10,000 ohms, with reference 1, 2, 3, and 4 only 0 was greater than 10,000 ohms. The patient was programmed with a double guarded cathode in two programs within group a. The patient was feeling stimulation in the central low back and anterior or lateral thighs on the right leg all the way down to the foot. On their left side they only felt stimulation down to the knee. The patient previously had full coverage in both legs. An x-ray showed that the left lead moved two electrodes downward. The representative planned on continuing to program the patient to try and find the optimal electrode configuration. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep.it was reported that the cause of high impedance was not determined. Reprogramming completed with coverage of painful areas achieved. The issue has been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.